Manufacturer narrative:
(B)(4), the manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned six photos for evaluation; reference pic.1-6_tc20039793 for investigation photos. The complaint of a needle cannula broken was confirmed by two of the photos. The other photos displayed the product lidstock or x-ray images of the sample. The sample was not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant san antonio quality system requirements and specifications. This product has been manufactured and controlled by viant san antonio in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 03/2020 and is approximately 1.5 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. No corrective/preventative actions will be assigned. The complaint of a needle cannula broke was confirmed by the returned customer photos. However, the complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. No further action required.

Event description:
Customer reported that the doctor, regen orthosport used arrow on control bone marrow system needle (3.0mmx152mm) with oncontrol power driver. Procedure planned: approaching the intraosseous lesion in the head of the femur under all aseptic precautions. While coming out from the lesion, the distal locking assembly of the aforementioned needle gave away from the attached power drill, resulting in the breakage of the cannula at sub trochanteric entry point. Clinical consequences: the proximal part of the cannula is stuck between the subtrochanteric region and the head of the femur. Trocar and extra-osseous part of the broken cannula were removed.

Manufacturer narrative:
Qn# (B)(4). Report 3011137372-2021-00199 has been duplicated in error therefore this report is retracted. 3011137372-2021-00199 is retracted.

Event description:
Customer reported that the doctor, regenorthosport used arrow oncontrol bone marrow system needle (3.0mmx152mm) with oncontrol power driver. Procedure planned: approaching the intraosseous lesion in the head of the femur under all aseptic precautions. While coming out from the lesion, the distal locking assembly of the aforementioned needle gave away from the attached power drill, resulting in the breakage of the cannula at sub trochanteric entry point. Clinical consequences: the proximal part of the cannula is stuck between the subtrochanteric region and the head of the femur. Trocar and extra-osseous part of the broken cannula were removed.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that the doctor, regenorthosport used arrow oncontrol bone marrow system needle (3.0mmx152mm) with oncontrol power driver. Procedure planned: approaching the intraosseous lesion in the head of the femur under all aseptic precautions. While coming out from the lesion, the distal locking assembly of the aforementioned needle gave away from the attached power drill, resulting in the breakage of the cannula at sub trochanteric entry point. Clinical consequences: the proximal part of the cannula is stuck between the subtrochanteric region and the head of the femur. Trocar and extra-osseous part of the broken cannula were removed.